Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was returned for a 'no cassette removed' alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of a 'no cassette removed' alarm. No relevant service history was found. The reported problem was verified by functional testing. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue.